Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
It was recently discovered that a zimmer biomet employee was aware of the event earlier than initially identified. This report is being filed to correct original aware date. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned ps tasp top confirmed that the tasp has fractured into two pieces (all pieces returned). The fracture extends from the corner of pcl notch on the lateral side to the anterior edge. The device also showed cosmetic damage such as nicks, gouges, dents, and scratches. These are likely from use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of 2 plus years before it broke. The complaint is considered confirmed as the returned tasp is fractured.